Manufacturer narrative:
Additional manufacturer narrative: it was learned on (B)(4) 2012 that the device was explanted due to endocarditis. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection were not disclosed by the health care provider. However, there was no allegation that the valve was the source. Without additional information, we are unable to conclusively determine the root cause for this explant.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient health information provided. It is not known if the device will be returned for evaluation. No information provided to explain explant of device. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without additional information from the health care provider, we are unable to investigate into the root cause for this event. Unfortunately, the surgeon and follow up doctor contact information is unknown.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 21mm valve was explanted after an implant duration of approximately 2 years 2 months (26.40 months) due to unknown reasons. A 27mm valve was implanted as a replacement. No further details were provided.